Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reports were not printing and software need to be reinstalled. A technical support specialist reviewed the application logs and identified delays in transaction processing, with the last successfully processed timestamp which showed as the process was delayed by 9801 minutes, disconnected flag = 0, verified that the database was not in suspect or recovery pending status and completed a database integrity check successfully as per knowledge article (ka) - "disaster recovery procedure for medstation es (new process)", reviewed restore event details and structured query language (sql) server logs, noting significant gaps, along with corresponding gaps in the event viewer logs. Subsequently, the customer was able to clear the database corruption and restore the server to its original operational state. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, reports were not printing. Persistent windows update errors on the previous server had prompted a rebuild. The customer attempted to repair the drive without success, and a bd software reinstallation was requested. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.